Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that a patient had slight poor corneal transparency, edema, descemet's membrane wrinkling with blurred vision in an eye following an intraocular lens (iol) implant procedure. The patient was treated with high sugar and lowering- intraocular-pressure eye drops and hot compress was strengthened. The patient's condition improved after treatment. The lens remains implanted.